Manufacturer narrative:
Distributor is not sending device back for eval. Distributor replaced deteriorated duckbill assembly which corrected the problem. Based on the reported storage age (approx. 4 months) and length of use in the field (7 months) the duckbills were due for replacement.

Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life sustaining device. Was detected during pre-clinical eval. No reported pt involvement. The device was checked at distributor¿s branch office. The peak inspiratory pressure (pip) was set at 70cm h2o and peep was set at 5cmh20. Subsequently, its peep was set at 20cmh20, the pip changed to 80cmh2o or more. The distributor reports the duckbill are deteriorated.